Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had slower response when buttons were pushed. Buttons were less responsive. Customer had to change batteries in less than 7 days. Insulin pump had rejected new batteries. Insulin pump had a crack on screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.